Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was noted on the device via real-time egm. The device was reprogrammed, but the settings were later returned to the original programming.